Event description:
It was reported the customer was hospitalized for high blood glucose. The nurse stated that the insulin did not exit during prime. It was mentioned that the insulin pump had a low reservoir alarm. A day later, the customer called back to troubleshoot the device. The customer stated that the insulin pump was not the cause of his high glucose level. The cause may have been the insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.